Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing detached event on (B)(6) 2024 at site. The insertion site was at left abomen. Infusion set was used for 2 and half days. No further information was available.